Event description:
A site representative reported that the system software is exiting unexpectedly. No patient was present.

Manufacturer narrative:
No patient was involved in this concern. A medtronic representative visited the site and tested the system. He was unable to replicate the issue.